Event description:
It was reported that when using the bd pyxis¿ medstation¿ es server delay while reported. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that had server delay being reported. The technical support specialist, while waiting for the user, performed basic checks by signing into pes and running reports¿no delays were observed. The specialist notified the user but received no response despite several follow-ups. The system functioned as intended after the technical support specialist investigated the device.